Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. The customer performed a pump reset and was successfully able to enter transmitter ID. There was no known impact to the customer's blood glucose.